Event description:
It was reported that an implantable defibrillator (ICD) measured an impedance of less than 20 ohms and that the ICD failed to deliver the programmed shock energy during defibrillation threshold testing. No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.